Event description:
The complainant stated that they were lifting a (B)(6) pt and transferring him from the bed to a chair when the actuator bent, causing the pt to fall back onto the bed. The pt was not injured.

Manufacturer narrative:
The distributor replaced the actuator to repair the lift.